Manufacturer narrative:
The main component of the system and other applicable components are: : product ID: 3888-33, lot# v578924, implanted: (B)(6)2010 explanted: product type: lead. Product ID: 3888-45, lot# v570326, implanted: (B)(6)2010 explanted: product type: lead. Product ID: 3888-33, lot# v487963, implanted: (B)(6)2010 explanted: product type: lead. Product ID: 3888-33, lot# v487963, implanted: (B)(6)2010 explanted: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that it was unknown which of the patient¿s leads was broken during surgery in (B)(6)2016. The lead was cut during a fusion. It was unknown what actions were planned or sch eduled to resolve the lead issue. The patient¿s weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3888-33, lot# v578924, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-45, lot# v570326, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-33, lot# v487963, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-33, lot# v487963, implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that in (B)(6) 2016 the patient had a surgical procedure. During that surgery one of their lead wires was broken. The patient was requesting a manufacturer representative for programming around the broken lead. It was noted that in the past the patient had met with a representative for an adjustment. The patient did not have a current managing health care professional (hcp). No further complications were reported.